Event description:
The caller reported that the battery of their t:slim x2 pump would not charge, and there was a related power source alert noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet for 30 minutes, but this did not resolve the issue. They then suggested trying a different wall adapter, which also failed. Since the caller did not have a different charging cable, technical support planned to send a replacement cable and wall adapter via two-day shipping. If the pump battery depleted before receiving the replacement supplies, the customer was advised to rely on multiple daily injections (mdi).